Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the rv lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. Laboratory analysis concluded that this likely caused or contributed to the field observations.

Event description:
Boston scientific received information that, during this pacemaker change out procedure, the terminal pin on the right ventricular (rv) lead would not come out of the device header. The rv then had to be surgically abandoned and replaced. The pacemaker was returned for analysis. No additional adverse patient effects were reported.